Event description:
It was reported that a patient experienced generalized seizures upon emergence from anesthesia after a litt procedure. The patient had a prolonged hospitalization from (B)(6)2021, and required interventions of medication, anticonvulsants, occupational therapy, speech therapy with head CT and MRI. The event was indicated as resolved on (B)(6) 2021.